Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-02, information was received from a foreign manufacturer representative (rep) regarding a patient who was receiving baclofen (2000 mcg/ml at a flex dose of 899.8 mcg/day) via an implantable pump for hereditary spasticity paraplegia. On (B)(6) 2016, the patient was experiencing increased spasticity. The patient's healthcare professional (hcp) requested a dye study because they believed there might be a kink in the catheter. The rep injected 8 ml of contrast into the pump via the catheter access port (cap) using a medtronic cap kit. The procedure was performed under live x-ray. Upon injection of the contrast, it could not be seen under live x-ray. A computed tomography (CT) scan was performed and the contrast still could not be detected. Both the x-ray and the CT scan were performed twice. The consultant spent three hours trying to resolve the integrity of the catheter and the pump in situ. The dye study was rendered unsuccessful. A potential contributing factor was reported; the registra who was conducting the dye study, had never performed the procedure before. Surgical intervention was planned, but was not scheduled.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the (B)(6) study was unsuccessful and the catheter was replaced on (B)(6) 2016. The cause of the catheter issue was unknown but the catheter was found to be sitting at s1 and so the patient was not getting the correct therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.